Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is being voided. This event will be captured under 2210968-2025-11927. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG with avr procedure on (B)(6) 2025 and suture was used. During the procedure the barbed sutures broke during suturing. It was reported that a needle broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the CABG and atrial valve replacement was completed during one patient procedure. Please advise, was there any patient consequence due to the prolene needle breakage? Additional information was requested; the following was obtained: what was the name of the procedure? Please clarify, how many stratafix sutures break during suturing? Please confirm the knot was found on prolene suture (w8556). Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). 1. Stratafix breakage name of procedure CABG and atrial valve replacement, during both of these surgeries stratafix broke while closing the fascia layer. Prolene¿s needle broke during atrial valve replacement surgery. 2.three stratafix broke during the surgery which needs to be replaced and since all are from same lot, lot needs to be replaced. 3.knot was found on strtafix suture. 4.breakage of prolene's needle while suturing was reported to be high risk incident by doctor. 5.this incident was reported by dr. (B)(6) who was the surgeon of following cases. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: knot was present in the suture was surgery delayed due to the reported event? Yes, if yes, number of minutes: 6, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.